Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included evaluation of the 5vdc power supply at the backplane. The fluoroscopic functions pcb (ffb) and generator interface pcb (gib) were reseated during the service event. The system interface pcb was also reseated. The interconnect cable was confirmed to be operating within specifications. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a complete loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.